Manufacturer narrative:
No complaint was received with the return of the device. As received, a complete lead was returned in four pieces for analysis. Failure event observed during analysis. Final analysis found an external insulation abrasion consistent with friction to another device or patient anatomy.

Event description:
This report is to advise of an event observed during analysis.